Event description:
Implant surgery was painful due to scar tissue and the pt had a csf leak. Following implant, the right side was okay, but the left side didn't feel right; it was "shocking weird" on the left side and was painful. The pain was on the left arm and left side of the pt's neck. The muscle in the left side of the neck was stiff. The pain was worse when the stimulator was off. The pt had two programs; the amplitude for program 1 (left side) was set at 0.10 and program 2 (right side) was at 0.30. The pt was at home. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).